Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call sensor glucose and blood glucose discrepancies. The customer¿s blood glucose was 412 mg/dl at the time of incident. Customer stated that the insulin pump sensor was failing and senor glucose would read 175 mg/dl and the blood glucose reading was at 370 mg/dl. Customer also reported a high blood glucose of 412 mg/dl while sensor reading was at 199 mg/dl. Customer declined high blood glucose troubleshooting and treated with manual bolus after taking the insulin pump out of auto mode. Customer stated that he went through sensor troubleshooting before and just ended up changing the sensor. The insulin pump is not expected to return for analysis. Sensor replacement will be sent.